Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed with a 24mm watchman laa closure device. After the procedure the patient developed a pericardial effusion. No further information is known at this time. Boston scientific is attempting to gather more information.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6).

Manufacturer narrative:
B2: outcomes attrib to adv event corrected from other serious (important medical events) to required intervention. H6: impact codes updated from serious injury/illness/impairment f12 to surgical intervention f19. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed with a 24mm watchman laa closure device. After the procedure the patient developed a pericardial effusion. It was further reported that the patient was sent to surgery for open-heart exploration and a small pin-like hole was found in the laa. The physician considered that the hole was potentially caused by a guidewire. The physician performed surgery to suture the laa and the patient was in stable condition post surgery.